Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical review; an impella 5.5 was inserted via the right axillary subclavian artery in a 42-year-old male who presented with cardiomyopathy and was classified as scai stage e. No additional past medical history was provided. The patient was supported with extracorporeal membrane oxygenation, inotropes, vasopressors, and mechanical ventilation for respiratory support. During the hospital course, the patient was taken to the operating room for venoarterial extracorporeal membrane oxygenation (va-ECMO) decannulation. Following decannulation, the patient experienced tachycardia requiring clinical intervention. No issues were reported with the impella 5.5 during this period, and the pump remained in place and functioning as intended. Review of the event indicates that the reported tachycardia occurred in the context of advanced cardiomyopathy, critical illness, and va ECMO decannulation. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. Patient survived.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 42-year-old male who presented with cardiomyopathy and was classified as scai stage e. No additional past medical history was provided. The patient was supported with extracorporeal membrane oxygenation, inotropes, vasopressors, and mechanical ventilation for respiratory support. During the hospital course, the patient was taken to the operating room for va ECMO decannulation. Following decannulation, the patient experienced tachycardia requiring clinical intervention. No issues were reported with the impella 5.5 during this period, and the pump remained in place and functioning as intended. Review of the event indicates that the reported tachycardia occurred in the context of advanced cardiomyopathy, critical illness, and va ECMO decannulation. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. Patient survived.